Event description:
It was reported that the patient found his inflatable penile prosthesis (ipp) pump too difficult to press nine years after implant. The pump was explanted and replaced. The patient had a good outcome.